Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected; investigation summary the device associated with this report was not returned, thus the reported event could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Territory 226 reports the tip broke off. The device associated with this report was not returned. A previous investigation conducted by a depuy material scientist in (B)(6) 2017 has determined use error the most probable root cause. No material or manufacturing defects were observed that could have contributed to fracture initiation and/or propagation to failure. The depuy material scientist evaluated inserter shafts for com-064358 and com-228034. Both stem inserter shafts were fractured at the base of the tip, approximately 6 mm from the end of the tip. This is the common area of tip failure on these inserters. No material or manufacturing defects were observed that could have contributed to fracture initiation and/or propagation to failure. Also, as previously determined the fracture of the stem inserters was caused by high stress low cycle fatigue, with some reversed bending, likely due to repeated slightly off-axis impaction resulting in cyclic bending loading of the inserter tip that exceeded the fatigue strength of the material. A health hazard evaluation (pra-860-2009-hhe) was held on march 2009 to review the complaint levels being seen and concluded that the risk was below that anticipated failure rate in the dfmea. On (B)(6) 2010 eco 292374 was approved and completed, which included a radii for reducing stress risers in the tip. This improvement was implemented to bolster the durability of this instrument an additional health hazard evaluation was conducted (B)(6) 2011 (dva-105642-hhe) and concluded that the risk was below the anticipated failure rate in the dfmea. Subsequently, there have been continued failures reported involving the improved design, resulting in an additional preliminary risk assessment (dva-107766-pra) initiated (B)(6) 2013 and concluded that the risk was below the anticipated failure rate in the dfmea. A further risk assessment, pra-103197616 initiated october 28, 2015. This preliminary risk assessment conducted that the risk level for fracturing, surgical delay, and left in the patient is listed as alarp (as low as reasonably practicable) level. A change project has been initiated (change project 103217471) to redesign the tip geometry has been initiated. The root cause is attributed to use error through off axis impact. As a result of the change project, a design issue is reasonable to contribute to the use error. However, with no instrument returned and no more information, no root cause can be determined for this specific instrument. Complaints will be monitored under sep 419 post market surveillance. Device history lot null device history batch null device history review null

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threaded stem impactor threads are stripped. Stem impactor tip broke off.